Manufacturer narrative:
Customer was advised to change the cable, part number was provided.

Event description:
Statspin centrifuge unable to initialize and burned power cord. No burn smell, visible flames or smoke seen. Fire department not called. No injuries reported. The power cord is melted in and unable to be removed.